Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
The patient had revision surgery on her hip to remove stryker devices, including a trident cluster hole shell.